Event description:
The customer alleged that the audio alarm is functioning intermittently. The mallinckrodt customer support engineer (cse) inspected the device revealed an intermittent contact on the alarm harness. The cse replaced the alarm assembly and the unit passed extended self testing. There was no pt involvement.